Manufacturer narrative:
The customer¿s reported issue of ¿over infusion¿ was not confirmed through a review of the device logs or through testing. The suspect pump module was received in fair condition; however, the lower membrane frame was broken at the screw mounting point. The log review found no programming errors that would explain a report of over infusion. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. The administration set was not provided by the customer for investigation therefore could not be tested for this investigation. The root cause was not definitively identified in this investigation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "pt was started on 30 ml/hr standard heparin drip 25,000 units /500 ml of d5w at 1515 on (B)(6) 2019, it was infusing via alaris pump model 8100 with ref # 12278595/ sn # (B)(4) ptt result was 31 7 sec for blood drawn at 1513, heparin drip was increased to 36 ml/hr at 1744 report was given to incoming night shift from 1930-2000 upon bedside visualization, the IV pump was infusing at 36 ml/hr (1800 units) as reported and as written on the heparin protocol. Administration record at 2130 when the nurse scanned the pts medications, it was noted that the heparin bag was empty but the volume to be infused on the IV pump screen was supposed to be 370 ml the nurse noticed that when she adjusted the IV pump, the fluid was running at a fast drip (wide open rate) even when the pump was registering a rate of 36 ml/hr (1800 units) labs were drawn and 20 mg protamine sulfate administered for ptt result > 270 (repeated peripheral blood draw 2x) heparin is high risk medication pt has recent history of bleeding from the nephrostomy tube and supra-pubic catheter ptt result was >270 sec, no bleeding noted, neuro assessment noted wnl nocturnist on call as notified and came to evaluate the pt at the bedside, blood drawn for ptt level, heparin held, exchanged the alaris pump unit and placed a work order FDA safety report ID# (B)(4)." The customer later stated that the patient required a higher level of care and was transferred to the critical care unit for additional monitoring and required lab work. The heparin infusion was hung as a primary infusion.

Manufacturer narrative:
Demographics) requested however not provided. No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Additional patient information: lab result; ptt >270 additional patient information; diagnosis; recent hx bleeding from nephrostomy tube and supra-pubic catheter.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "pt was started on 30 ml/hr standard heparin drip 25,000 units /500 ml of d5w at 1515 on (B)(6) 2019, it was infusing via alaris pump model 8100 with ref # 12278595/ sn # (B)(4) ptt result was 31 7 sec for blood drawn at 1513, heparin drip was increased to 36 ml/hr at 1744 report was given to incoming night shift from 1930-2000 upon bedside visualization, the IV pump was infusing at 36 ml/hr (1800 units) as reported and as written on the heparin protocol. Administration record at 2130 when the nurse scanned the pts medications, it was noted that the heparin bag was empty but the volume to be infused on the IV pump screen was supposed to be 370 ml the nurse noticed that when she adjusted the IV pump, the fluid was running at a fast drip (wide open rate) even when the pump was registering a rate of 36 ml/hr (1800 units) labs were drawn and 20 mg protamine sulfate administered for ptt result > 270 (repeated peripheral blood draw 2x) heparin is high risk medication pt has recent history of bleeding from the nephrostomy tube and supra-pubic catheter ptt result was >270 sec, no bleeding noted, neuro assessment noted wnl nocturnist on call as notified and came to evaluate the pt at the bedside, blood drawn for ptt level, heparin held, exchanged the alaris pump unit and placed a work order FDA safety report ID# (B)(4)."